Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: we had complaint for random and often occurrence of alarm, disconnection on ventilator side. The major fault started at (B)(6) 2024, and carried on the next days. After first of fault occurrence, we asked the customer to put the ventilator on trial operation , on test lung. We tried making adjustments but it was not a stable solution, no health consequences or impact.

Event description:
The following was reported to hamiton medical ag: we had complaint for random and often occurrence of alarm --- disconnection on ventilator side -- the major fault started at (B)(6) 2024 and carried on the next days. After first of fault occurrence, we asked the customer to put the ventilator on trial operation, on test lung. We tried making adjustments but it was not a stable solution, no health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.